Event description:
Procedure: laparoscopic sleeve gastrectomy. Laparoscopic lysis of adhesions. According to the operative report: a 40-french bougie was placed into the stomach by the anesthesiologist all the way through the pylorus. After this, an autosuture 60-mm green load stapler with peristrips was used to create a gastric sleeve with multiple applications starting from 5 cm proximal to the pylorus all the way to the angle of his, staying relatively close to the bougie, but not too tight. When the staple line was hemostatic, there were no problems or leaks. When the stomach was transected, the staple line was inspected with irrigation, and the methylene blue leak test was done through the orogastric tube placed by the anesthesiologist with distal compression showing no leak. During the surgery, the second from the top 60-mm blue load stapler misfired and did not seal the gastric sleeve on the gastric sleeve side, leaving it completely open. This could have been due to the thickness of the tissue and due to the adhesions as well. When this happened over a 40-french bougie, the surgeon closed this gastric sleeve defect primarily using a running and interrupted 2-0 ethibond sutures very securely. After this was done, there were no gaps in the suture line or the staple line. The gastric sleeve was occluded distally using the bowel clamp and forcefully injecting 60cc of methylene blue twice with the orogastric tube in the proximal sleeve. It did not demonstrate any leak. At this point, hemostasis was satisfactory and a drain was placed next to the staple and suture line ending at the angle of his through a separate incision. This was a 19-french blake drain. Also, tisseel was sprayed over the suture line so as to reinforce the anastomosis and prevent leak. The rest of the surgery was uneventful and the pt was transferred to the recovery room in stable condition. On postoperative day #2, the pt had to be brought back to the operating room for leak from the staple line. This was now repaired with interrupted sutures by another surgeon who was covering. The pt thereafter recovered uneventfully. Drains were placed and the pt was kept in p.o. For at least 10 days.